Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised to address pain, dislocation, osteolysis and instability.

Manufacturer narrative:
Patient was revised to address pain, dislocation, osteolysis and instability. Examination of the reported devices was not possible as they were not returned. X-rays were reviewed and the reported dislocation has been confirmed. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. The search and/or review of device history records was not possible against the unknown device. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.